Event description:
It was reported by service report that the motion interrupt pan was missing and the bed exit would not ring out of the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan. Headwall interface cable.